Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Concomitant medical products: lens sensar, serial number unknown; non-amo viscoelastic, model and lot unknown. Phone number: (B)(6). Device evaluation: the cartridge was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), a particle detached from the cartridge and entered the eye. The account assumed it to be lubricant from the cartridge. The surgeon was able to rinse the particle from the eye with the help of methylcellulose (non-amo viscoelastic), however the particle could not be recovered. The patient was not injured. Additional information was received and it was learnt that there was no surgical or medical intervention. The procedure was a delayed of approximately 5 minutes. Reportedly the incision was not enlarged. No further information was provided.